Manufacturer narrative:
The expiration date of the probnp reagent was provided as (B)(6) 2019. The calibration and qc data did not indicate an issue. The alarm trace showed alarms that indicate issues with patient samples. After the service actions, there were no more issues. The service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for two patient samples tested with the elecsys probnp ii immunoassay on a cobas 6000 e 601 module. There was no problem with any other tests run on the same channel of the analyzer. The first sample initially resulted with a two digit probnp value. The sample was repeated, resulting with a four digit value. The second value was reported outside of the laboratory to the physician. The specific result values from this sample were not provided. The second sample initially resulted with a probnp value of 16.4 pg/ml on (B)(6) 2019. The sample was repeated, resulting with a value of 4800 pg/ml on (B)(6) 2019 and this value was reported outside of the laboratory to the physician. The sample was repeated on a second e 601 analyzer, resulting with a value of approximately 5000 pg/ml. No adverse events were alleged to have occurred with the patients. The probnp reagent lot number was 315859. The reagent expiration date was asked for, but not provided. There were 2-3 sample probe alarms occurring on (B)(6) 2019. The field service engineer checked the analyzer. A spring and post in the sample probe lid were broken. The spring and post were replaced. Approximately 90 patient samples and controls were tested after this action and no alarms were generated. It was determined that the issue was not limited to the probnp assay.